Event description:
Boston scientific received information that the cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedance measurements. Boston scientific technical services (ts) suggested trying another configuration that gives in range impedances and good thresholds. Additional information indicated that the health care professional (hcp) reprogrammed the lv lead from lv ring to can configuration with slightly better lead impedance within normal range and the threshold measurement was also programmed with cessation of stimulation. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.